Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately erratic when comparing blood glucose results taken one after another. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient test 2-3 times a day. The patient manages her diabetes with metformin pills (1000 mg 2x daily) and 70/30 inulin (15 units in the morning and 10 units in the evening).the alleged issue began on the early morning of (B)(6) 2011. The patient reported blood glucose results of "94, 75, 93, 91, 70 and 189 mg/dl" with the subject meter, performed greater than 20 minutes of each other. The patient denied making changes to her diabetes management routine. Prior to the start of the alleged issue, the patient claimed she felt low blood glucose symptoms of light headed, dizzy, "felt like passing out," shaky, nauseas and disoriented. The patient ate a banana but stated her symptoms did not improve. At 3am that same morning, the patient went to the emergency room (ER) and was given orange juice and (B)(6) crackers as treatment. The patient stated she felt better after and obtained a blood glucose result of "86 mg/d" with the ER/ hospital device. The patient was advised to decrease her usual dose of insulin by half (7 units in the morning/ 5 units in the evening). At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca walked the patient through a control solution test which fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.